Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device history record has been reviewed. No discrepancies were found.with the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two batches of cement have been mixed for a knee revision, and that the cement never reached the "silky doughy" stage. It was still very tacky at 4 minutes and every attempt to push it into the bone, both with fingers, and with spatula caused the cement to pull out of the bone. It was reported that cement then hardened in 10 minutes leaving a void behind the femur and additional cement had to be mixed an packed into the void. No adverse patient consequence was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A sample of the same lot number have been analyzed. The product did not show any unusual behavior during mixing, handling or setting. The reported behaviour of the cement could not be reproduced. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.